Event description:
Received a report from a consumer indicating upon removal of a tampon pledget, it separated into two pieces. Consumer was able to remove first piece. However, they required medical assistance to remove the remaining portion of the tampon pledget.